Manufacturer narrative:
Additional information was added: the lot was manufactured from june 20, 2019 - june 21, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and there were no abnormalities identified that could have contributed to the reported condition. The reported condition is not clearly observed via the provided photograph and due to the nature of the reported problem no additional testing could be performed. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag ¿the middle port juncture where it joins the twist-off access device for administration¿. The leak was discovered during setup. There was no patient involvement. No additional information is available.